Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event s of wound dehiscence, exposure and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence, exposure and infection.

Event description:
Patient reported infection and "within 2 weeks from date of implant, already healed, implant fell low, might be a burst in the implant". Healthcare professional later reported ¿infection¿, ¿air bubble¿ and ¿no leaking¿, ¿wound dehisce¿ and ¿the implant became exposed¿, and ¿minimal nodules of prior infection present¿, ¿incision on left noted to have dehisce one more¿. This record is for the left side. Device was explanted.

Event description:
Patient reported infection and "within 2 weeks from date of implant, already healed, implant fell low, might be a burst in the implant". Healthcare professional later reported ¿infection¿, ¿air bubble¿ and ¿no leaking¿, ¿wound dehisce¿ and ¿the implant became exposed¿, and ¿minimal nodules of prior infection present¿, ¿incision on left noted to have dehisce one more¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: infection(early onset): unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Bubbles : no observed. Wound dehiscence : unable to observe since it is a medical event and is not related to the device. Exposure : unable to observe since it is a medical event and is not related to the device. Additional observations: crease observed on the device. Crystalline observed on the gel. No further actions are required as no issues with the manufacturing process are observed.